Event description:
It was reported that during a sigmoidectomy procedure, the sample became deformed and the handle would not function properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.